Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump black box data showed no evidence of excessive battery usage. During investigation, the pump powered on with the returned battery cap. The battery compartment was found to be intact with no damage observed. The battery cap was intact and the cap secured properly to the pump. The pump current draws were found to be within specifications. There was no evidence of excessive pump temperature during testing. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a temperature issue and damage to the pump was not duplicated during investigation. There was no defect found.